Event description:
Report 3 of 3 received of the pt receiving more medication than intended. The customer contact reported that the infusion finished at an unspecified time that was earlier than expected. No tracking info was provided, therefore, specific pt info, pump programming, or event details were not available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.